Manufacturer narrative:
The device intended for use in treatment was returned for evaluation establishing a relationship between the event reported. A visual inspection found no visual defects. A functional evaluation was performed confirming a ¿device failed-please return¿ error message and the operation failed. This message shows that the device has an unrecoverable error; a status/alarm indicator will illuminate solid yellow. Please see the IFU for additional information. This investigation is now complete with no further action deemed necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that during investigation it was found that the device displayed "device failed- please return" error message when turned on, device operation failed to go past the error message. No patient involved.

Manufacturer narrative:
H10: the device intended for use in treatment was returned for evaluation establishing a relationship between the event reported. A visual inspection found no visual defects. A functional evaluation was performed confirming a ¿device failed-please return¿ error message and the operation failed. This message shows that the device has an unrecoverable error; a status/alarm indicator will illuminate solid yellow. Please see the IFU for additional information. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. A complaint history for the reported event has been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.